Event description:
It was reported that during an initial implant procedure on (B)(6) 2025, the implantable cardiac monitor (icm) had no ble telemetry. The icm was not used and a new icm was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported event of no ble telemetry was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Device arrived able to interrogate. Analysis of device indicated that device was within normal range of operation, device was able to maintain bluetooth connection throughout the tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.